Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Concomitants: 8110; mz9270; me2020; non-bd PICC cath vygon ref 1261.203a lot 18h025d; therapy date unknown. Although requested, no additional patient demographics were provided.

Event description:
It was reported that a non-bd PICC line occluded, and as a result the catheter was discontinued. During an administration of lipids using the syringe pump, there were frequent occlusion alarms from the large volume pump (lvp) at the same time. The lvp was infusing tpn at a rate of 7ml/hr. The lipids were infusing at 0.1ml/hr on the syringe pump. The continuous occlusion alarms interrupted the tpn infusion, contributing to a clotted non-bd PICC. It was reported that ampicillin, gentamicin and IV caffeine were also administered intermittently via the syringe pump while the tpn was infusing, causing high pressure alarms which caused additional interruption to the tpn infusion. The event occurred in the nicu on a premature patient. Although it was reported there was no patient harm, a new PICC line was placed. It took two days to obtain the new PICC, as there were multiple attempts for placement required. As a result, appropriate nutrition was unable to be administered during the time the patient was without central IV access. Although glucose checks were conducted, no lab results were provided.